Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 546 mg/dl. Troubleshooting was performed, and the device was off by one hour. It was also reported that the customer had been wearing the same infusion set for six days previous to his admission. Ran a fixed prime and passed. Performed a high pressure test and failed. The reservoir and the infusion set were inspected, and it appeared that it was leaking at the tubing. Later, the mother called back and stated that she did the high pressure test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.